Event description:
It was reported that the tube for the ahl4a rigging is fine, the tube shows no wear and tear, but the weld at the tube and box that holds the mechanics in has a broken weld. Seems like the weld has come off as if it was never attached.